Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited low sensing measurements and loss of capture with an impedance measurement greater than 2000 ohms. The physician opted to electrically abandon the lv lead. No adverse patient effects were reported.